Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient called the clinic and stated they felt discomfort over the generator site; the patient was seen on (B)(6) 2018 and upon examination, it was noted that the generator was flipped and poking on overlying skin. The device diagnosis was a neurostimulator inversion. It was noted that the patient would eventually need a revision, but there was no guarantee that it would not happen again due to excessive fatty tissue, so it was decided to leave it as is and try to see if the patient could manage with it. The device was turned off and turned back on and reprogrammed. It was noted that the event resulted in an unscheduled clinic or office visit and was not related to the implant procedure. Diagnostics performed included interrogating the device, and interventions taken included reprogramming the neurostimulator. The outcome of the event was noted to have been unresolved with no further action planned. No further complications were reported/anticipated.